Manufacturer narrative:
The reported field events of sosd and inappropriate shocks were confirmed on programmer printouts obtained in the lab. Investigation revealed the device reached eol in (B)(6) 2014 and that the events in the field occurred approximately 3 years afterwards, when the battery was extremely low. Device functionality cannot be guaranteed post-eol. Longevity calculations showed the battery depletion was normal.

Event description:
It was reported that prior to device replacement procedure due to end of life service, an alert for inappropriate therapy for atrial fibrillation with rapid ventricular response output anomaly was observed on the device. It was recommended that device explant and replacement procedure already pre-planned will resolve the issue. Device was explanted and a new device was implanted. A defibrillation threshold test was performed successfully. Patient was stable prior, during and post procedure.